Manufacturer narrative:
Natus received a photo provided by the customer of the lit panel. It was found that 119 blue leds were not lit. No readings were provided by customer. A replacement led panel was sent to the customer, resolving the issue customer confirmed. No further investigation required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that a few strings of blue leds were not illuminating on their neoblue 3 unit. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.